Event description:
It was reported that the surgeon inserted a cq2015 collamer three-piece lens and the lens tore. The lens was removed and another same type lens was inserted. Additional has been requested from the facility, but none has been forthcoming. If additional information does become available, a supplemental medwatch will be sent. This is one of three lenses used on this patient - see MFR. Report # 2023826-2006-01206 and # 2023826-2006-01208.

Manufacturer narrative:
Evaluation: visual inspection of the returned product found a piece of the lens optic and one haptic torn off and missing. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.